Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional narrative: an additional evaluation/power tool evaluation was completed. The device condition received was describes as a blemished housing. The report concluded: the customer did not allege or identify any specific deficiency; it was observed during routine service and repair of the (lot 003547) small battery drive that the (ecu) electronic control unit is getting hot. Engineer noted, evidence suggests this is due to usage wear over time. The investigation is on-going; a service history review has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is 16-apr-2009. The source of the manufacture date is the release to warehouse date. (B)(4)

Event description:
It was reported on (B)(6) 2014 that the service repair technician stated the small battery drive (part # 532.010; lot # 003547), electronic control unit (ecu) is getting hot. No report of end- user,patient or procedure harm noted. No additional information available. This report event is for one power device instrument. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. The power device is an instrument, not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of service history records and additional evaluation/power tool evaluation was requested. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.